Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the tandem provided usb cable could not charge pump battery. Cust change the cable to resolve the issue. Customer's blood glucose was 181 mg/dl.